Manufacturer narrative:
Medwatch sent to FDA on 10/31/2018. This event was reported by the patient. To date, apollo has been unable to confirm the patient reported complication with the physician and has not received additional information. Device labeling is addressed as follows: precautions: use caution when suturing near or around foreign objects. Note: ensure endcap is not dropped or otherwise damaged. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: esophageal, colonic and/or pharyngeal laceration. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Warning: ensure endcap is fully seated on endoscope. Warning: if the endoscope is removed between stitching for cleaning, ensure the endcap is fully seated before next intubation. Troubleshooting: endcap detachment from endoscope: I. Close the needle body and advance the overtube as far distally as possible and withdraw the endoscope and device into the overtube, maintaining tight hold of the needle driver catheter to keep the endcap flush with the endoscope.

Event description:
Reported as: during a gastric bypass repair, patient reported "the (overstitch) cap became lodged in my pouch." The patient noted that it scarred the esophagus and was "abraised twice and after they stopped the bleeding they put clips in, the clips that I have right now in my throat." Apollo has been unable to confirm the patient reported complication with the physician.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 12/27/2018. Physician confirmed the device will not be return to apollo for analysis.

Event description:
Follow up findings per physician: the device (overstitch) did become dislodged and was retrieved successfully. There were minor abrasions that were clipped. There was no bleeding, perforation or long-term consequence. The clips are not permanent, they pass through gastrointestinal (gi) tract in one week. At this point no further patient intervention is required.